Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer returned the 3100a ventilator to the rental facility. The rental facility evaluated the unit and found the amplitude fluctuating on the display panel meter, duplicated the reported issue. The rental facility tested the unit and found that ventilation was not effected, they installed a new panel meter assembly and the unit is now working to specifications. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while the device was on a patient, suddenly the amplitude display started fluctuating to different numbers. There was no patient compromise; the mean airway pressure (map) and other displayed settings were stable. The patient was placed on another ventilator with no harm or injury.